Event description:
A customer reported that during a cataract extraction procedure, the screen turned blue and displayed an error message. The system was exchanged and the case was completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and noted a software nonconformity. The software was reinstalled. The system verification was performed and no additional nonconformity was noted. The system was then tested and met all product specifications. No sample was returned for eval. The company representative examined the system and reinstalled the software to address the reported issue. It is unk if the reported blue screen with a system message was able to be replicated. Based on the info obtained, the customer reported event was not confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).